Event description:
Customer informed that she felt a burning sensation after using excite gel. She said that she went to the restroom and noticed blood in her urine. She went to the doctor thinking that she probably had bladder infection. The dr told her that it was not bladder infection and gave her an antibiotic.